Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge past 90%. In addition, the customer stated that they fills the cartridge with 300 units and feels like the pump goes through the cartridge faster than it should. There was no impact to the customer's blood glucose level. The customer declined further troubleshooting and uploading for pump data review by tandem technical support. It was indicated that the customer would continue to use the pump for insulin therapy.